Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had paint chips missing. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 5 events were originally reported for this failure mode during the reporting quarter. 6 events should have been reported; 1 event was inadvertently excluded. - 6 reported events are included in this follow-up record. Product return status 5 devices were received. 1 device was evaluated in the field. Event confirmation status 6 reported events were confirmed. Evaluation results 6 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 2 devices were received. 1 device was evaluated in the field. 0 devices are not available. 2 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 3 devices were found to be affected by missing paint chips. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had paint chips missing. 5 events had no patient involvement; no patient impact.